Event description:
This is a report by a consumer with supplemental information provided by two different nurses in (B)(4) of constipation, peritonitis and could vomit in a home patient (hp) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Initially during a phone call by the hp to baxter technical services (bts), the following was reported. On (B)(6) 2011, the patient called bts regarding feeling overfilled. The patient stated that he felt overfilled and like he could vomit. Bts representative informed the patient to drain out if felt overfilled. The patient stated he had misunderstood the overfill feeling and stated he did not feel overfilled . There was no patient injury indicated at the time of the report. Baxter product surveillance (ps) contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported event. The rn stated they were not aware that the patient had reported feeling overfilled and like he could vomit. The rn stated the patient was not overfilled but rather had peritonitis. The rn could not provide any further information regarding the report of the patient feeling overfilled and like he could vomit but was willing to be contacted later regarding the peritonitis. On (B)(6) 2011, during a separate unrelated call with baxter homecare services (hcs) the home patient (hp) reported having peritonitis and being hospitalized (date and reason of hospitalization unspecified). No further information regarding this event was received at the time of this call. On (B)(6) 2012, baxter global pharmacovigilance (gpv) received the following information from a peritoneal dialysis nurse (pdn). On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced cloudy effluent. On (B)(6) 2011, the patient experienced peritonitis and is recovering. The pdn reported the patient was not hospitalized for the peritonitis event. On (B)(6) 2011, antibiotic therapy was initiated using ceftazidime 2mg ip daily and vancomycin 1.5 gm ip (frequency not reported. Initially, it was reported that the peritonitis was caused by constipation but has been revised to touch contamination. The outcome for constipation and could vomit was not reported. Dianeal therapies were ongoing with no change in dosage. The nurse stated that the peritonitis was unrelated to dianeal therapies and was related to the touch contamination. An opinion of causality was not provided for the touch contamination. Retraining was provided. Concomitant medications were not reported. No further information was requested.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique via a touch contamination, as stated by the patient. The assignable cause of the touch contamination could not be determined. A review of all batch record documents was performed on potentially associated lots h11h31088, h11h03111, and h11g20067 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.